Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 403 mg/dl. The customer did not want to continue the troubleshooting. Customer reported that tubing had bent or kinked. Customer reported that they received no deliver alarm however, customer did not want to troubleshoot for to clear the alarm. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.